Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 365 mg/dl, which was addressed with an injection. Reportedly, the customer's bg was brought down to target level. It was confirmed that the customer had manual insulin injections, with long lasting insulin available as alternate insulin therapy.